Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and discussed stored data. Ts noted there was double counting of premature ventricular contraction (pvc), as well as p-wave and t-wave oversensing. Ts discussed troubleshooting options and available programming options, with further in clinic examination recommended. This device remains in service. No additional adverse patient effects were reported.